Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), suicidal ideation ("hormonal changes describe: suicidal effects"), loss of consciousness ("blood or heart disorder/condition type: began passing out at work") and blood pressure diastolic abnormal ("unreadable diastolic blood pressures") in a female patient who had essure (batch no. C22916) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight, bacterial vaginosis and gonorrhea. Previously administered products included for an unreported indication: mirena from (B)(6) 2013. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced nausea ("nausea"), vaginal discharge ("vaginal discharge") and abdominal pain ("severe abdominal pain"). In (B)(6) 2015, the patient experienced loss of consciousness (seriousness criterion medically significant), migraine ("migraines"), headache ("headaches"), fatigue ("fatigue") and alopecia ("hair loss") and was found to have blood pressure diastolic abnormal (seriousness criterion medically significant), heart rate increased ("deadly heart rates") and weight increased ("weight gain"). In (B)(6) 2015, the patient experienced suicidal ideation (seriousness criterion medically significant). In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("depression") and anxiety ("anxiety"). On an unknown date, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). The patient was treated with surgery (heart producers performed and monitoring and salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, loss of consciousness, depression, anxiety, migraine, nausea, dyspareunia, vaginal discharge, fatigue, alopecia and abdominal pain outcome was unknown, the suicidal ideation, headache and weight increased was resolving and the blood pressure diastolic abnormal and heart rate increased had resolved. The reporter considered abdominal pain, alopecia, anxiety, blood pressure diastolic abnormal, depression, dyspareunia, fatigue, headache, heart rate increased, loss of consciousness, migraine, nausea, pelvic pain, suicidal ideation, vaginal discharge and weight increased to be related to essure. The reporter commented: she need for additional surgery. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-apr-2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), suicidal ideation ("hormonal changes describe: suicidal effects"), loss of consciousness ("blood or heart disorder/condition type: began passing out at work") and blood pressure diastolic ("unreadable diastolic blood pressures") in a female patient who had essure (batch no. C22916) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight, bacterial vaginosis and gonorrhea. Previously administered products included for an unreported indication: mirena from (B)(6) 2013. On (B)(6)2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced nausea ("nausea"), vaginal discharge ("vaginal discharge") and abdominal pain ("severe abdominal pain"). In (B)(6) 2015, the patient experienced loss of consciousness (seriousness criterion medically significant), migraine ("migraines"), headache ("headaches"), fatigue ("fatigue") and alopecia ("hair loss") and was found to have blood pressure diastolic (seriousness criterion medically significant), heart rate increased ("deadly heart rates") and weight increased ("weight gain"). In (B)(6) 2015, the patient experienced suicidal ideation (seriousness criterion medically significant). In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("depression") and anxiety ("anxiety"). On an unknown date, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). The patient was treated with surgery (heart producers performed and monitoring and salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, loss of consciousness, depression, anxiety, migraine, nausea, dyspareunia, vaginal discharge, fatigue, alopecia and abdominal pain outcome was unknown, the suicidal ideation, headache and weight increased was resolving and the blood pressure diastolic and heart rate increased had resolved. The reporter considered abdominal pain, alopecia, anxiety, blood pressure diastolic, depression, dyspareunia, fatigue, headache, heart rate increased, loss of consciousness, migraine, nausea, pelvic pain, suicidal ideation, vaginal discharge and weight increased to be related to essure. The reporter commented: she need for additional surgery. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 24-jan-2019: reporters and patient demographics and laboratory data were added. On (B)(6) 2015, essure implanted (previously reported as (B)(6) 2015). Added suspect drug indication added and lot number added. On (B)(6) 2015, she explanted essure (previously reported as aug-2015). Added events hormonal changes describe: suicidal effects, migraines / headaches, blood or heart disorder/condition type: began passing out at work with unreadable diastolic blood pressures and deadly heart rates, nausea , dyspareunia (painful sexual intercourse) , vaginal discharge , fatigue, weight gain , hair loss, severe abdominal pain. Incident: we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("depression") and anxiety ("anxiety"). The patient was treated with surgery (to remove the essure). Essure was removed in (B)(6) 2015. At the time of the report, the pelvic pain, depression and anxiety outcome was unknown. The reporter considered anxiety, depression and pelvic pain to be related to essure. The reporter commented: she need for additional surgery incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.